Manufacturer narrative:
Manufacturer's investigation conclusion: although the reported pump stops were confirmed based on the submitted log file, the root cause could not be determined. The log files captured multiple low speed events and pump stoppages. The events occurred while the system was operating on the power module and mobile power unit and showed corresponding elevations in pump power up to 20.9w. The events appeared to resolve when the system was switched to external batteries. Based on previously complaint experience, the captured events appeared consistent with a potential driveline issue. Review of the submitted x-rays was inconclusive for potential driveline damage. The center requested two ungrounded patient cables for the patient. The patient remains ongoing on vad support and no further issues have been reported since the ungrounded cables were provided. No further information was provided. The manufacturer is closing the file on this event

Manufacturer narrative:
Approximate age of device ¿ 2 years 5 months 18 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2016. It was reported that the patient experienced pump stops while connected to the power module. After the log file was reviewed the patient was sent to receive x-rays for proof of a perc lead short to shield. The x-ray's revealed a small odd bend internally and a new unshielded patient cable was ordered for the patient. No additional information was reported.